Event description:
Related manufacturer reference number: 1627487-2021-19206. Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported patient experienced ineffective therapy and has not used the system for two years. Patient wants the system explanted and is awaiting surgical intervention at a later time.